Manufacturer narrative:
An event regarding instability involving a metal head and a restoration modular body was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product details, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. Rep has responded to say that revision "was due to non-compliant patient vs hip instability. Length & version was added to the components, to increase stability."